Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred shortly after the start of a routine hemodialysis treatment, and just after resetting the arterial pressure pod. No air was observed entering the circuit. Treatment was discontinued without performing rinseback due to concerns of clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The alarms were most likely a result of user error while resetting the arterial pressure pod. Clotting of the circuit was attributed to the amount of time spent troubleshooting the alarms. There is no evidence of a device malfunction. The user's guide provides adequate instructions for resetting the pressure pod and troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator and provided add'l training regarding troubleshooting procedures. Nxstage medical considers this report closed. No add'l info will be provided.